Event description:
On (B)(6) 2010, husband reported ongoing hyperglycemia of approx 30 mmol/l (540 mg/dl) and concern with infusion device. Pt was in the hospital for delivery of baby at the time of report. F/u was completed with pt. Pt reported infusion device has powered down completely without any error or alert messages. This has occurred approx 3 times since (B)(6) 2010, and resulted in elevated blood glucose the week before report. Elevated blood glucose was ongoing for 3 days and pt received readings of 27-28 mmol/l (486-504 mg/dl). Pt used an insulin injection to correct hyperglycemia. Target blood glucose is 4-7 mmol/l (72/126 mg/dl). Insulin cartridge, infusion set, battery, battery cover, and adapter were used per spec. Infusion device buttons were functioning properly. There were no air bubbles, leaks, or blood in the system. Insulin was not expired. Time and basal rates were programmed correctly. Infusion device was not dropped or exposed to water or insulin ingress. Alarm history was verified. The only alarm present was for low insulin cartridge. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.